Manufacturer narrative:
Reported event. An event regarding registration fails involving a mako tha software was reported. The event was confirmed to have occurred due to user error through review of the log/session files. Method & results. -product evaluation and results: review of the log/session files found the following: 1) all attempts have significant number of ¿red¿ surface points, according to vplog. This indicates inaccurate registration. 2) according to the crest points were likely picked on the medial side of the crest. 3) few points in the articular regions in the fossa instead of the articular surface. This may result in inaccurate cor location compared to CT cor. 4) the articular surface appears slightly non-spherical. In this anatomy. 5) finally, the anterior notch landmark was picked too anterior. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 similar complaints for tha software - registration fails. Conclusions: the alleged failure mode was confirmed through review of the log/session files. It is recommended to pick the crest point on center of the iliac crest. Additionally, the crest point should be picked posterior to the asis point. It¿s also noted that all 5 crest points attempts are at the same location; if it is possible to pick the point on a different location, this may help troubleshoot registration. The recommendation is to spread the points as much as possible. The failure was due to user error as a result of surgical technique. There are no errors in the vp log file or the crisis log file to indicate system malfunction. In this anatomy, the recommendation is to pick the CT points and patients in the articular surface in similar areas to ensure a better match. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Tha application. Pre-surgery checks unremarkable. Preparation of the robot with the nurse without problems (rio reg & verification as well as probe check). Pelvis registration not possible. Very poor registration on first attempt, re-recorded landmarks but no improvement. Therefore deleted everything and re-recorded again. However, registration was still very poor, so everything was deleted again, incl. The checkpoint. Surgeon tightened the array again and checked the visadiscs on the antenna as well as the sample, these were good. Complete retake (checkpoint verified at 0.3), but still extremely poor registration. It was the right patient and the right site. Landmarks were moved again so they were more accessible to the surgeon. Registration still too poor to verify patches. Points were both proud and deep. According to the surgeon, the image did not match reality either. A bumped array after it was retightened can almost be ruled out since no one was at the array and also the array was on the opposite side (da access). It was a very experienced surgeon who then switched to manual since it could not be verified. The surgeon switched to manual surgery technique.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tha application. Pre-surgery checks unremarkable. Preparation of the robot with the nurse without problems (rio reg & verification as well as probe check). Pelvis registration not possible. Very poor registration on first attempt, re-recorded landmarks but no improvement. Therefore deleted everything and re-recorded again. However, registration was still very poor, so everything was deleted again, incl. The checkpoint. Surgeon tightened the array again and checked the visadiscs on the antenna as well as the sample, these were good. Complete retake (checkpoint verified at 0.3), but still extremely poor registration. It was the right patient and the right site. Landmarks were moved again so they were more accessible to the surgeon. Registration still too poor to verify patches. Points were both proud and deep. According to the surgeon, the image did not match reality either. A bumped array after it was retightened can almost be ruled out since no one was at the array and also the array was on the opposite side (da access). It was a very experienced surgeon who then switched to manual since it could not be verified. The surgeon switched to manual surgery technique